Event description:
It was reported that stent damage occurred. While preparing a 2.50x20mm promus element plus drug eluting stent, the physician felt that "the edges, the strip felt kinda little frayed out." The device was set aside and never entered the patient. The procedure was completed with a different device. No known complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).